Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced an infusion set cannula was kinked event on (B)(6) 2024. The event occured after 3 or more hours of insertion. The site of insertion was at abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.